Event description:
Device malfunction: suture break at link connection. Time of device malfunction: during vessel closure. Symptoms/ae: failures to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after retracting the needle plunger, the suture was noticed to be detached at the link connection. The device was removed. A second proglide was used to achieve hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.